Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately eight months after device system implanted.

Manufacturer narrative:
Additional information received from the funeral home noted the cause of death as cardiopulmonary arrest (seconds), congestive heart failure (months) and coronary artery disease (years).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Product event summary: (B)(4), the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 6944-58 implantable tachy lead implanted: 2010 (B)(6); 419688 implantable pacing lead implanted: 2010 (B)(6); competitor 4470 implantable pacing lead implanted 2007 (B)(6). (B)(4).